Manufacturer narrative:
Na

Event description:
It was reported that the lead exhibited impedance greater 3000 ohms, p-waves greater than 5 mv and capture threshold was 1.5 v at 0.4 ms. It was noted that the patient had chiropractic treatments after hurting her back pulling someone out of an automobile. There were high impedance alerts, and the patient reported hearing the patient notifier. Lead fracture was suspected. A lead revision was scheduled.